Event description:
Customer reported images on the left monitor are dark. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the camera. System operates as intended.